Event description:
The risk manager from the hospital, reported the following event: during the implantation of a screw onto a plate, by screwing, a small part from the thread of the plate got detached. No consequence for the patient.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.